Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips with a request for information about alarm settings and wanted to know how to adjust the severity setting for the tele leadset unplugged alarm to make it a red alarm.. Upon further questioning, it was indicated that a patient incident occurred involving a death on (B)(6) and the patient had fallen from a chair, disconnecting their leads with a blue inop occurring but no red leads off inop occurred. The customer expected a leads off alarm to provide a red inop alarm. Information was provided to philips on (B)(6) that a patient incident occurred involving a patient with leadset unplugged. Philips identified after further questioning of the biomed that a patient death occurred.

Manufacturer narrative:
The customer contacted the solutions center initially and only had questions however additional information was then provided via a philips customer advocate that an incident had occurred. A philips field service engineer (fse) went onsite to gather log files indicating that at the time of his visit, no patients were admitted as this is an overflow unit. He gathered and submitted log files for review. The philips account manager was contacted who indicated that she went onsite and confirmed that a death had occurred. The customer was unsure about whether or not the device was a factor however the account manager indicated that in (B)(6) 2015, as part of a hospital-wide initiative, all information centers had been reconfigured by philips to enable ECG leads off alarms to be presented a red level technical inop alarms. It was subsequently discovered that the information center involved in the current incident did not have ECG leads off configured as a red alarm. This product was overlooked during the reconfiguration efforts based on the typical workflow in this clinical area (overflow unit). The logs were evaluated by our research and development staff. The logs indicate that a bedside monitor was paired with a telemetry device for this patient. At 12:28 the telemetry device lost communication with the information center. It is not known why this occurred. At 12:32 the bedside device was manually unpaired from telemetry. This led to a sector unassign/reassign action after which point the patient was not being monitored because telemetry was disconnected from the central and the bedside was unpaired. There is no entry in the logs to support that telemetry reconnected to the central until 19:13. There are no entries in the logs associated with alarms during this timeframe as the logs do not store inop alarms unless they are configured to be red. Philips has been informed that the products have been tested by the biomedical department and have since been reconfigured to have ECG leads off alarms presented as red technical inops. The customer has indicated that while they have resolved the configuration issue, the leadset unplugged condition does not currently have the ability to be configured as a red alarm although the criticality of this is to them the same as a leads off issue. The customer wants a change to the product to allow this alarm to also be able to be configured as a red alarm. Mercury cfm entry (B)(4) has been created to represent this request. The customer has since had their product reconfigured to be a red level inop alarm. A cfm entry (B)(4) has been created to represent the customer's request to also be able to have leadset disconnect alarms be red inop alarms. The product remains in use. A patient death occurred involving a patient who fell leading to an ECG leads off event. The patient was not discovered for 5-7 minutes. Staff indicated that a blue/cyan level ECG leads off alarm was provided however a red alarm was expected. Therefore a delayed response to the patient occurred for which the device was deemed a factor. The device has since been reconfigured to be a red level alarm. The customer has indicated that they can also have leadset disconnect alarms but these cannot be reconfigured to be red presently however a feedback entry has been created to represent the customer's statements that the criticality for this alarm is the same and they should be able to configure that alarm to be red also. The issue does not represent a malfunction of the device but a servicing/configuration error due to the fact that the device was not configured along with other devices back in (B)(6) to allow for red level ECG leads off alarms to occur.

Event description:
The customer indicated that a patient incident occurred involving a death on (B)(6) and the patient had fallen from a chair, disconnecting their leads with a blue inop occurring but no red leads off inop occurred. The customer expected a leads off alarm to provide a red inop alarm. A patient death occurred.